Event description:
On 8/12/98, hosp implemented abbott brand of clave needleless tubing. Upon use in anesthesiology, it was discovered that abbott's brand of pentothal marketed as "life shield", and abbott's brand of amidate marketed as "male luer lock" syringes are incompatible with abbott clave needleless tubing.